Manufacturer narrative:
As reported on (B)(6) 2019: at this time no conclusions can be made to what extent the bard/davol compsix kugel (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted.this emdr represents the bard/davol composix kugel (device #1). An additional emdr was submitted to represent the bard/davol kugel patch (device #2). An additional emdr was submitted to represent the bard/davol composix e/x (device #3). Addendum dated (B)(6) 2019: this is an addendum to the initial emdr to correct the 510k number. Corrected fields: g5. Updated fields: g1, g2, g4, g7, h2, h10 and h11. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #1) on (B)(6) 2003, an unspecified bard/davol kugel(device #2) on (B)(6) 2004 and an unspecified bard/davol composix e/x(device #3) (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel(device #1) , kugel(device #2) and the composix e/x(device #3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol compsix kugel (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #1). An additional emdr was submitted to represent the bard/davol kugel patch (device #2). An additional emdr was submitted to represent the bard/davol composix e/x (device #3). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #1) on (B)(6) 2003, an unspecified bard/davol kugel(device #2) on (B)(6) 2004 and an unspecified bard/davol composix e/x(device #3) (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel (device #1) , kugel (device #2) and the composix e/x (device #3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."